Event description:
Allegedly, the surgeon was revising the knee because the femoral component on x-ray on (4.30.2018) looked like it had fractured. Pt. Could not be revised at that time of the x-ray taken because the pt. Was dealing with cardiac issues. On (B)(6) 2023 when surgeon was trying to remove the femoral component it came off into 2 pieces on distal and medial side. Additional information received on (B)(6) 2023: in the first revision surgery on 2018 the products were not mpo products, in that 2018 revision surgery products from another legal manufacturer were exchanged for mpo products. Additional information received on (B)(6) 2023 patient records on revision surgery in 2018.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgeon was revising the knee because the femoral component on x-ray on ((B)(6)2022) looked like it had fractured. Pt. Could not be revised at that time of the x-ray taken because the pt. Was dealing with cardiac issues. On (B)(6)2023 when surgeon was trying to remove the femoral component it came off into 2 piece on distal and medial side.